Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from fasting results obtained of 60, 79, 85 and 76 mg/dl; customer was also concerned with non-fasting result obtained of 280 mg/dl. Customer also stated the results were lower compared to another device. The customer¿s expected am fasting blood glucose test result range is 90-100 mg/dl and expected pm non-fasting blood glucose test result range is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 03/22/2024 and test strips were opened two weeks prior to call. The product is not stored according to specification (kitchen). The customer did have another vial of test strips, the same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 104 mg/dl using true metrix go meter. The meter memory was reviewed for previous test result history: result 1: 280 mg/dl date: 10/22/23 time: 12:53 pm non-fasting. Result 2: 60 mg/dl date: 10/21/23 time: 8:41 am fasting. Result 3: 79 mg/dl date: 10/20/23 time: 8:43 am fasting. Result 4: 85 mg/dl date: 10/19/23 time: 10:28 am fasting. Result 5: 76 mg/dl date: 10/19/23 time: 7:47 am fasting.